Event description:
Procedure type: lap gastric banding. According to the reporter: four reloads had a weak connection between the suture and the needle. The suture pulled or broke away from the needle with little pressure from the surgeon. The last two that broke actually broke before the surgeon introduced the device laparoscopically. He was simply testing the pull strength lightly prior to using the instrument.